Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A reoperation was performed to remove a portion of the staxx implant construct. It was reported that the patient experienced a fall at an unspecified time post-operatively preceding the event. It is not clear if the fall is related to this event.